Event description:
It was reported to philips that the system was unable to boot, stalling at "x-ray is starting" window. The user performed multiple reboots, but the issue persisted. The device was out of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer remotely and was notified that the system was stuck on the login screen during start-up. A philips field service engineer (fse) inspected the system on-site and analyzed the system logs, which indicated a software malfunction. To resolve the issue, the suite computer software was reinstalled. The system was returned to use in good working order and ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. The reported issue is related to medical device correction z-1091-2026. The correction is planned to be implemented on the system. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.